Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received. Actual samples were not returned for evaluation. No pictures of the actual samples were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. Documents for the batch final checking, which includes functional testing, indicate no abnormalities. In addition, during production the product is tested during in process control and final checking. The complaint cannot be determined. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. Further comments: due to continuous product improvement, the newly designed safety shield can be turned 360 degrees, thus enabling the user to select the preferred position. Please handle our products according to their instructions for use. If the user chooses to rotate the shield for better positioning, please ensure that the shield remains fully seated on the holder.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015 when the shield moved during safety activation, causing the hand of the phlebotomist to be pricked on the side. The event was not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure and did not necessitate medical or surgical intervention to preclude permanent impairment or damage.